Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown metal head. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to manufacturer.

Event description:
Information received from sales rep on (B)(6) 2015: instability for left hip. Surgeon removed stem, head. Proceed to reclaim revision stem (j+j) with a tritanium mdm shell liner. Patient's primary done elsewhere.